Event description:
Customer reported the system displayed a collimator iris potentiometer error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator, sram memory, reloaded software, and calibrated the collimator. System operates as intended.